Event description:
Procedure type: laparatomy with following subtotal hemicolectomy. According to the reporter: at the displace of the distal sigma the clip row of the device malfunctions. The device was loaded and released/fired correctly. The intestine was cut, but the clips fell nearly completely into the situs. By the next trial same resolution. We changed the instrument/handle and used the same magazine with the same lot - again there was no clip seam. Then we used a magazine with another lot (15mm, 45-4.8). Procedure was then successful. The clips that fell had to be retrieved manually. According to the reporter, the patient was injured due to the device failure. Operative time was extended by more than 30 minutes. No unanticipated blood loss occurred. There was no extension of the incision. No tissue damage occurred.

Manufacturer narrative:
(B)(4).